Event description:
Exploratory laparotomy on 5/6/99 s/p gastric bypass on 5/3/99. Found staple line dehiscence along proximal gastric pouch: 45-4.8 thick tissue staples originally inserted on 5/3/99 with autosuture gia ii disposable stapler. The staple line on the left side was broken down leaving a 1 cm hole in the proximal pouch. The distal pouch was distended with some fluid leaking through the staple line. Both were repaired and pt treated for chemical peritonitis and sepsis. Improved and extubated. Required reintubation. Decreased bp, brady cardia, cardiac arrest. Expired 5/9/99 secondary to acute mi and sepsis. (No obvious mechanical problem during use).